Event description:
The patient was admitted for a procedure in 2008 with a lesion in a highly calcified mid left anterior descending branch. A 2.5 x 33mm cypher select plus stent was unable to cross the lesion. After several attempts, the stent dislodged from the balloon while trying to cross. The stent was retrieved with a snare and another stent was used to treat the lesion.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days for receipt.